Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's legal guardian that the needle never deployed the cannula into the patient's skin, and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was worn less than an hour.